Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was admitted on (B)(6) 2016 with worsening symptoms of a chronic driveline infection. Cultures were drawn to assess the severity of the infection and guide antibiotic therapy. The patient had antibiotics adjusted and then was discharged with home IV antibiotics on (B)(6) 2016.

Manufacturer narrative:
Additional details regarding the infection state the following: "the patient presented to the ER on (B)(6) 2016 with worsening driveline pain, chills, and reported fever. The patient was admitted on (B)(6) 2016. Labs upon admission: wbc 3.4, inr 1.8, hgb 11. Urine cultures were negative. Cultures of blood were also negative. Cultures of driveline exit site were positive for pseudomonas. The clinical engineer stated that the patient transferred care from one hospital to another on (B)(6) 2015. The initial driveline infection was treated at the first hospital prior to transfer. Therefore, the new hospital does not have information regarding that admission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.